Event description:
Bilateral capsular contracture, baker grade 3, right-side.

Manufacturer narrative:
Doctor followed-up diagnosis was on (B)(6) 2021. B3: date of event: (B)(6) 2021.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.